Manufacturer narrative:
The recipient's device was reportedly pushed back into place. The recipient's pain is better. The recipient resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's discomfort has reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The recipient is presenting with soreness and inflammation. The MRI bandaging protocol was followed. The recipient ceased device use. Repositioning surgery is scheduled.